Event description:
Additional information was received from the patient via a company representative who reported that the patient was no longer feeling a shocking sensation and they were happy with the pain relief they were getting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was malignant pain (spine/back). It was reported that when the patient used their ptm (personal therapy manager), they felt a shocking sensation coming from the pump. They did not feel the sensation at any other time even when touching the pump with their hand. Per the reporter, the patient only started feeling the sensation when the pump moved somewhat from the original location, and that it seemed to be rubbing on their rib and iliac crest. The plan was to revise it at some point. For now, they were going to program the pump to flex mode, so the patient didn¿t have to use their ptm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.